Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was found ruptured right before use. There was no reported patient injury. The device was returned for analysis. A non-sterile 6f/7f mynx grip vascular closure device was returned for investigation. Per visual analysis, the balloon was exposed to blood, the shuttle was engaged to the handle, and the stopcock was open. The sealant sleeve, sealant, and the advancer tube remained in their manufacturing positions. The syringe and the procedural sheath were not returned with the device. The device was inspected for any anomalies that may have affected the reported incident, and it was found that the core wire was bent inside the balloon. The inflation tubing was deformed and expanded in size. This indicates excess pressure may have been applied during prep. Per functional analysis, a leak was observed on the balloon and neither the inflation indicator nor the balloon could be inflated. Per microscopic analysis, a 6mm taper-to-taper tear was observed under high magnification about 3mm from the balloon¿s proximal tip. Since the procedural sheath was not returned, a physical evaluation of its compatibility or damage that could have affected the reported complaint could not be performed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during the analysis of the returned device. The cause of the balloon loss of pressure was a taper-to-taper tear. The exact cause of the reported event could not be conclusively be determined. Procedural factors, such as excessive force used, may have contributed to the reported event as evidenced by the damaged core wire and deformed inflation tubing. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that if the balloon is rapidly inflated or air bubbles are not removed during prep, the excessive pressure might rupture the balloon without activating the pressure gauge. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) was found ruptured right before use. There was no reported patient injury. The device will be returned for evaluation.